Event description:
In august and september 2011, an increased number of customer complaints for the architect cyclosporine assay were received. Complaints allege imprecision for the abbott immunosuppressant-mcc (multi-constituent controls) and for patient samples. Architect cyclosporine is an assay manufactured by fujirebio diagnostics, inc. Sample imprecision has the potential to generate falsely elevated or falsely decreased patient results outside the package insert claim rate of 15%. A product correction letter will be sent to all current architect cyclosporine customers. A notification was issued and reported under 21cfr806. Abbott has not received any reports of adverse events related to this issue.

Manufacturer narrative:
(B)(4) - test result, false negative result, false positive result. The cause of the architect cyclosporine imprecision is due to an interaction between the architect cyclosporine assay and the resin used to produce certain architect reaction vessel (rv) lots. Assay precision can be impacted if rvs containing different resin are mixed in the architect hopper and used to test architect cyclosporine. All architect cyclosporine customers will be instructed to only run architect cyclosporine using rvs manufactured with resin from the same supplier. Rv lots beginning with lot 06083p100 and higher can be used together. Rv lots lower than 06083p100 can be used together.